Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 analysis: the product was returned to ethicon for evaluation. One detached needle and some suture pieces along with top foil that pertain to product code (B)(6) were received for analysis. During the visual inspection of the returned sample, the suture has begun with the degradation process; this condition probably caused the detached needle. Per the sample condition, the functional test cannot be performed. Upon visual assessment of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and the remnant of the suture was observed . The top foil was visually inspected, and some holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent unknown procedure on (B)(6) 2024 and barbed suture was used. Prior to use, when opening the package, the surgical assistant identified the suture thread was detached from the needle. No adverse patient consequences were reported. Upon evaluation of the returned device, some holes in the cavity and suture degradation was observed. No additional information was requested at this time.